Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Additional information received indicates the dislodgement caused high threshold. The rv lead was then repositioned. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.